Event description:
The patient underwent a full revision and then the explanted lead was returned to undergo product analysis. The lead product analysis revealed a stress induced fracture with some pitting.

Event description:
Product analysis was completed on the returned generator. There was no performance, or any other type of adverse conditions found with the pulse generator.